Event description:
This lv lead was an attempted at implant on (B)(6) 2013 due to lead could not get into branch vessel. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).